Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-07514 and 2134265-2015-07517. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. However, pullback stopped and "disconnected" occurred. The procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.